Event description:
Non integration. Implant was immediately loaded and the implant fell out about a month after placement.

Event description:
Non integration. Implant was immediately loaded and the implant fell out about a month after placement.